Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced low blood glucose (bg) of 47mg/dl; cause was unknown. Glucose tablets and protein bars were consumed to treat bg level. Recommendation was made to consult with healthcare provider regarding diabetes management.

Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: blood glucose (bg) of 52 mg/dl was recorded by continuous glucose monitor (cgm) at 8:14:33 pm on (B)(6) 2019. Cgm alert 1 (cgm low alert) was annunciated. Cartridge change sequence was completed at 6:20:07 pm on (B)(6) 2019. Subsequently, 11 tubing fills occurred where over 10 units were primed from 6:20:11 pm to 9:32:12 pm. If user did not disconnect during the ¿fill tubing¿ step of the cartridge change sequence, insulin would be delivered, and this could cause bg levels to drop. There is no evidence that the pump experienced a malfunction or failure.